Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient's healthcare provider had difficulty getting relevant information from the pump's history. The reporter stated that the dates in the device were incorrectly set so the patient's healthcare provider was unable to accurately assess the pump's history and was unsure if the pump was properly recording events. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: all activity performed during testing was accurately recorded in pump histories. The pump's back box and histories were able to be downloaded during investigation.